Event description:
New information notes that the device was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, device interrogation showed a message for charge time limit being reached. Capacitor maintenance was performed and same message appeared. Device replacement is planned due to long charge times.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were sent to the supplier for further analysis and an internal capacitor anomaly was determined to be the cause of the extended charge time.